Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case. The check syringe flange sensor error was found at power up process. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was found to be the optocoupler connector was not plugged in main board by customer. Actions were taken to mitigate the reported issue: reassembled plunger assembly. Performed power up process and all functional tests which passed. .

Event description:
It was reported that the pump had a syringe flange not in place error. No patient injury was reported.